Event description:
Tandem component of elekta applicator had an obstruction / friction in the tube that prevented the full fraction of brachytherapy dose from being delivered. She received a partial dose and had to be rescheduled for the next-day treatment to deliver the remainder of the dose, requiring another appointment in the operating room and additional night stay in the hospital. The cause of the obstruction is unknown - could be either MFR defect in the tandem or foreign debris entering the channel and hardening in place. The problem was not detected during the dummy source run, only during the 'hot' source being deployed, so we were not alerted to the issue until the treatment had started.